Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
A crack in the patient's femur was generated while using the femoral clamp.

Manufacturer narrative:
After further review of additional information received have been updated accordingly. According to labeling review it is well known that as part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. It is a known risk of total joint surgeries that there may be the need for surgical revisions or interventions for different causes and conditions. Also, there are device specific risks of fracture, migration, loosening, subluxation, or dislocation of the prothesis or any of its components, and any of which may require a second surgical intervention or revision. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The most likely cause of the fractured femur during a knee surgical procedure is related to the surgical technique and patient poor metaphyseal bone quality. This device is used for treatment, not diagnosis. No information has been provided. Asked, not answered. Corrected data: not a facility. No device evaluation pending.

Event description:
It was reported that a surgeon experienced a crack to a patient's femur while using a femoral clamp during knee surgery. Patient information was not obtained, asked but not answered. There are pre and post-operative x-rays in the file, the patient clearly has a right existing total knee arthroplasty, the reason for a revision or parts replaced were not obtained, asked, but not answered. In the opinion of the surgeon the femur probably cracked due to poor metaphyseal bone quality. The patient had a large cement plug in the femoral canal from a primary knee implant, it was stated to be at least 80 mm deep. Initially the surgeon was planning to use a short stem to avoid the cement plug but decided to go longer. While preparing the canal for the longer stem, the bone fractured. The surgeon repaired the femoral fracture with a femoral graft. There is no complaint or allegation of device malfunction. Information was requested, and no additional information was provided.